Manufacturer narrative:
The brand name, list number and lot number were not reported by the customer. Due to an unknown lot number, the manufacturing and expiration dates are unknown. No additional information is available.

Event description:
It was reported that, on an unknown date, an unknown chemotherapy drug was found to leak out of the connecting ports and there is frequently residue on the caps when disconnecting patients resulting in exposure of chemo to nurses and patients. In addition, it was reported that the sets do not seem to fully connect and nursing staff struggle with IV push medications. There was no patient harm reported. No additional information is reported.

Manufacturer narrative:
Additional information was received on 10/17/2019: brand name: 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber; d4 - catalog no - cl3011; unique identifier (UDI) # - (B)(4); device available for eval - no.